Manufacturer narrative:
(B)(4). Product returned and investigated on (B)(6) 2015. No defect found. It has been determined that customer returned syringes are accurate. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: contacted pharmacy on (B)(6) 2015 in order to provide pharmacist with an update on our current investigation as requested to verify that the product due to be returned was sent back. (B)(6) verified that the syringes in question were picked up and received by fedex. Pharmacist informed me that neither he nor the customer are interested in the outcome of this investigation and his only concern is that he be reimbursed for the boxes of syringes that he returned. He then stated that he will no longer be using our syringes.

Event description:
Called made by pharmacist on (B)(6) 2015. He is upset and is asking for a call back from mgmt . Said that the item# (B)(4) true plus that replaced item# (B)(4) is not accurate in the levels. Said a patient bought it back that it made her sugar levels rise and he tested it himself and that the new syringe does not hold the same amt at 20pts. We followed up with pharmacist this morning in reference to syringes in question. Pharmacist stated the syringes we distribute are not intaking the correct amount of units. He claims he used a monoject syringe same units as our 29 gauge 0.3cc syringe ndc # (B)(4) and ours only held 17.5 units rather than 20 . I will be sending out a fed ex return for return of syringes in question and assign investigation no replacement being made at this time.